Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over for one patient only. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by upstream adt/interface delays resulting in inbound message processing backlog, preventing order updates despite local services restart attempts. A technical support specialist dialed into server spyxappp019001 and confirmed no disconnected mode via downtime query. Verified last successfully processed xml timestamp and identified that patient data was present on the server, but recent orders were not updating. Ran sql queries and found inbound delay indicators, and hsv review showed adt delays along with significant delays in patient information and pharmacy orders. Restarted external messaging service and related listener services, and attempted cce package deployment, which remained queued with no changes observed on the server. Communicated findings to the customer and advised escalation to the admission team, with follow-up email initiated for internal coordination. No customer response was received after multiple attempts, and case closure was proceeded. The system functioned as intended after the technical support specialist troubleshot the device.